Event description:
A customer reported encountering an error related to their continuous glucose monitor, known as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information on how to reset their pump, and after following these instructions, the error code did not reappear. The customer was able to successfully start their sensor session afterward.